Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received seven appropriate treatments. The device was started up at 00:50:10 on (B)(6) 2024. At 14:02:22, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pac¿s degrading to vf. At 14:02:57, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with pvc¿s. At 01:46:14 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 01:46:52, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was af @ 80 bpm. At 02:16:13, an arrhythmia was detected. ECG shows vf with tactile artifact and electrode lead fall off. At 02:16:49, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was asystole for 6 seconds transitioning to vt @ 180 bpm degrading to vf with tactile artifact and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 02:17:21, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm with tactile artifact and electrode lead fall off. Post shock rhythm was idioventricular rhythm from 10-60 bpm with tactile artifact and electrode lead fall off. At 02:18:40, an arrhythmia was detected. ECG shows vf with tactile artifact and electrode lead fall off. At 02:19:13, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with tactile artifact and electrode lead fall off. Post shock rhythm was vt @ 160 bpm degrading to vf with tactile artifact and electrode lead fall off. At 02:19:45, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf with tactile artifact and electrode lead fall off. Post shock rhythm was asystole with tactile artifact degrading to vt @ 130 bpm with tactile artifact and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 02:20:15, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm with tactile artifact and electrode lead fall off. Post shock rhythm was vt @ 100 bpm degrading to vf with tactile artifact and electrode lead fall off. The electrode belt was disconnected at 14:09:07 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.